Event description:
It was reported that the patient presented to the emergency room complaining of shortness of breath. Upon interrogation, the right ventricular (rv) lead exhibited oversensing. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri45 implantable pacing lead, implanted: (B)(6) 2013; product ID rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2013.(B)(4).